Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of a penetrating ulcer and thoracic aneurysm in descending thoracic aorta 1 month ago. The vessel morphology was reported as calcified and tortuous iliac arteries. The right common iliac artery was pre-dilated; however the device was unable to be advanced. A bare metal stent was implanted in the right common iliac artery, but the device could not be advanced to the intended landing zone. A 22 fr sheath was inserted into right external iliac and upon removal, the pt's blood pressure dropped. A talent iliac limb was inserted from the origin of right common iliac into the external iliac and implanted, this stabilized the blood pressure. The stent graft was modelled with a non compliant balloon. The talent thoracic proximal main device was implanted, however upon removeable of the delivery system, the abdominal limb and right common iliac and hypogastric came out of the pt (MFR 2953200-2010-02281). A reliant balloon was inserted through the left common iliac artery, inflated in the distal aorta and ostia of the left common iliac. A conduit was sewn onto the distal aorta from a right incision. A second talent thoracic piece was deployed distal to the first piece with 4 cm overlap without incidence. The reliant balloon was used to post dilate the stent grafts. The pt received blood and platelets during the procedure. No add'l clinical sequelae were reported and the pt is fine.

Manufacturer narrative:
(B)(4): eval results: (arterial trauma/dissection/perforation), (calcified and tortuous iliac arteries), (22 fr sheath).